Manufacturer narrative:
Product analysis: analysis confirmed the customers comments as the touchscreen was not working. The stylus was replaced and stylus calibration preformed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touchscreen of the programmer was not working. The programmer returned into service. There was no patient involvement.